Manufacturer narrative:
This report is being filed on an international product, alinity I ca 19-9xr, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21/-31. The complaint investigation for falsely elevated alinity I ca 19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 55684fp00 and complaint issue. The historical performance of the alinity I ca 19-9xr reagent lot 55684fp00 in the field was reviewed using data gathered from customers worldwide. The patient median value for the complaint lot is within the established limits confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 55684fp00.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for a patient. It is unknown if the patient has pancreatic cancer. A new sample from the patient generated a normal result. The following data was provided: customer reference range: = 37 u/ml (B)(6)2024 alinity I ca 19-9xr result = 896 u/ml (B)(6)2024 (new sample) = 14 u/ml there was no impact to patient management reported.